Event description:
We were notified by our supplier of a possible defect with a component supplied to us. After engineering investigation, it was determined that the reported defect may lead to the incorrect positioning of a biopsy needle during a breast biopsy procedure. The importer had decided to contact its' customers. Replace the affected components (20 total) and request that customers return affected components back to the importer. To date there have been no adverse events reported to the importer.